Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See regulatory report # 3007566237-2018-02072 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was experiencing unwanted tingling sensations on the left side. At the time of the report her right ins took much longer to recharge (75 minutes). She got break through tremor and could not tolerate impedance checks at any voltage. No environmental/external/patient factors were thought to have led or contributed to the issue. A series of x-rays were ordered but had not been completed at the time of the report. No interventions had been planned and the issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any way planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.